Manufacturer narrative:
Due to the load on the firing system, the device paused firing and instructed the user to manually bailout, which is an intended design function of the device. During the manual bailout, excessive force was applied to the closure screw and causing it to bend/distort, as observed during the investigation. The damage to the closure system led to the device being inoperable and jaws unable to be closed. The root cause was attributed to excessive force/rotations being applied by the user to the closure system while attempting to manually open the jaws of the device using the bailout key, resulting in the device being stuck in the open position.

Event description:
The titan stapler hit a critical load during firing as indicated by audible and visual cues from the spu. Bailout procedure was intiated per protocol (retract blade and open jaws). After the tissue was removed from the device, the device could not be closed to remove from the device from the abdominal cavity. A laparotomy was required to remove the device from the patient.